Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart alarms after change battery and audio or beep anomaly noted during testing. The device had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring alarm. Customer received an unexpected restart alarm during normal use. Customer also stated the device had a constant tone and nothing was showing on the screen prior to getting the alarm. Blood glucose level at the time of the incident was 177 mg/dl. Troubleshooting was performed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.